Event description:
I got a hip replacement a zimmer versys in 2007. Almost immediately I noticed symptoms of metal reaction. The symptoms continued and worsened till 2014 when I lost my job due to repeated falls, weakness, headaches vision problems memory loss, etc. I was ruled as totally disabled (B)(6) 2014. The symptoms continued to worsen till present day to the point that I can't safely walk, vision is almost gone, muscle spasms, loss of balance, pain in hip; pain in mid thigh, groin pain, back pain, memory loss, weakness, loss of muscle control, chronic fatigue, skin rashes, ringing in ears and more. I had no symptoms prior to getting the hip. I've seen 25 surgeons in attempt to have the hip removed. Only one surgeon attempted to help me. He was the only surgeon who does not get money from the hip companies. The other surgeons totally refused to have anything to do with me. I've had several MRI's and "sprays" that showed the hip was in proper position. I had 3 neurologists advise that the cobalt chromium and nickel in the hip was the cause of my symptoms. FDA safety report ID # (B)(4).